Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was repositioned for comfort purposes. Therapy was restored post-op.

Manufacturer narrative:
The event of ipg relocated for comfort purposes was reported to abbott. The ipg was repositioned due to discomfort. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.